Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The xience xpedition 48 is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous, lesion in the left anterior descending (lad) and left circumflex (lcx) artery. Pre-dilatation was performed with an nc balloon and the 3x48mm xience xpedition drug eluting stent (des) was advanced towards the lesions. After several attempts, the des could not cross the anatomy and seemed to be loose on the balloon. The stent was deployed in the guiding catheter in order to prevent the stent from dislodging in the anatomy, and another xience xpedition des was used to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the heavily calcified lesion causing the reported failure to advance and subsequent stent dislodgement. The stent was deployed in the guiding catheter in order to prevent the stent from dislodging in the anatomy without any adverse effects to the patient. There is no indication of a product quality issue with respect to manufacture, design or labeling.d9, h3: device not available for evaluation.